Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to leave the wall adapter plugged into a working outlet for at least 30 minutes. After this did not resolve the issue, the caller found a third-party cable that allowed the pump to charge. Technical support decided to send a replacement tandem cable and wall adapter and planned to follow up to ensure the new supplies worked with the pump. If the pump battery depleted before receiving these supplies, the customer was advised to rely on an alternate insulin delivery method.